Event description:
It was observed during inspection of a returned cadd pump that key stuck alarm was found from the event history log (ehl). This is a high priority alarm which will cause interruption of therapy. There was no patient involvement or no harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The alarm was noted in the ehl. The device was visually inspected. No anomalies was noted. Functional testing was performed. The downstream occlusion (dso) seal has moderate bubbling and fluid contamination found at the bottom of the rear case. The allegation made by the complainant was confirmed from event history logs (ehl). The probable root cause of the reported issue is intermittent alarm. The dso seal, insulator rear case, keypad was replaced. The device passed all functional testing after repair. Service history review identified the complaint was not related to a previous service of the device within the review period.